Event description:
Rn went to change diaper of neonate and found the gastrostomy tube laying outside of patient's abdomen. Rn placed an 8 french feeding tube and then paged surgery to replace tube. The tube was found to have a tear in balloon as if it had burst. Gastrostomy tube was placed in the fall of this year.